Event description:
Additional information received reported that the patient planned to meet with a health care provider (hcp) to schedule a complete revision of the system. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the patient was scheduled to undergo replacement surgery on 2013-(B)(6).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had not been seen in 3 years, but had good therapy until 2013 (B)(6). There were no falls or injuries noted, but therapy was not as good. The patient tried to increase the amplitude, but got an out of regulation (oor) error. Impedances done at .7 v were all over 10,000 ohms. Impedances repeated at 1.5 v resulted in many electrodes over 20,000 ohms. The stimulator was reprogrammed and therapy impedances were 1155 ohms. Electrodes 0-7 were not used as the patient had no response to them. The patient typically had a delay in response to new programming. However, as the patient was leaving the clinic, he lost stimulation and went back to the clinic. Impedances were run again and all contacts, except 10 which were at 992 ohms, were greater than 20,000 ohms. Surgery options were discussed. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that the patient was to meet with their physician at the end of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported that the replacement was rescheduled for (B)(6), 2013. If additional information is received, a supplemental will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(4) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information received reported that the patient had a complete revision with new leads and implantable neurostimulator (ins) on (B)(6) 2013. Patient reported feeling well with excellent stimulation coverage.